Event description:
The manufacturer received information alleging the negative flow test step had failed when it was performed on a trilogy evo device. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.